Manufacturer narrative:
Explant date: (B)(6) 2017 additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(6). Description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an scs explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to patient still had pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent an scs explant procedure for an unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an scs explant procedure for an unknown reason.